Event description:
Female patient undergoing a reexploration lumbar laminectomy, posterior lumbar interbody fusion, repeat spinal instrumentation, open reduction spinal deformity with partial correction of spondylolisthesis, and repeat posterolateral fusion for recurrent lumbar radiculopathy, lumbar stenosis, new onset spondylolisthesis, degenerative disc disease, degenerative facet disease, and lumbar spondylosis. Aesculap neurosurgery kerrisons 8 inch, 1mm, ff661r bone punch tip broke off. The tip was retrieved. A new aesculap neurosurgery kerrisons 8 inch, 1mm, ff661r bone punch was obtained and the procedure was completed without further complications. The patient tolerated the procedure well and was taken to the recovery room in stable condition.